Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 10july2019. The customer was provided the air/o2 flow sensor assembly part number. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer called stating failing air flow accuracy. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported.